Event description:
It was reported that on (B)(6) at 17:12, the patient reported that they experienced a backup battery (ebb) fault alarm while on the golf course, and they changed their system controller. The patient stated that they had been put on hold for an abnormally long period of time by the operator, and the system controller wouldn't stop alarming, so they performed the change knowing they were confident in how to do it. Procirca and the ventricular assist device (vad) team discussed this occurrence at length with the patient. On interrogation, an ebb fault was not seen so log file analysis was requested. Log files were pulled from both the new primary system controller and the old system controller. The site provided a new backup system controller as the old one was beat up and showed signs of oxidation. Log files were reviewed, and the log file for the original system controller captured ebb fault alarms beginning at 4:55pm on (B)(6). The system controller appeared to have been disconnected a couple of times between 4:59 pm and 5:04 pm before being swapped over to the backup system controller. The alarms seemed to have resolved following the system controller exchange. There were no other unusual events recorded in the log file event history. The reason for the driveline disconnects in the log files was that these were instances related to the patient's self attempted system controller exchange. The alarms resolved fully post system controller exchange. The system controller was given to kat bull for return and investigation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned system controller. The reported event of the system controller being in worn condition was confirmed via analysis of the returned controller. The reported event of corrosion on the system controller was not confirmed. Log files were submitted and downloaded for review and data from the event date of 05apr2025 was reviewed. The log files captured a backup battery fault alarm on (B)(6) 2025 from 16:55:27 to 17:06:18 due to the backup battery not passing the load test. The backup battery did not pass the load test due to unloaded voltage measuring under the acceptable voltage of 10.2 v. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Visual inspection of the returned system controller (serial number: (B)(6) revealed that housing was in worn condition; this wear is consistent with routine use of the controller. The system controller label was also observed to be missing, and the software version was observed to be faded from its label. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The wear on the controller did not impact the functionality of the controller during testing. The backup battery load test was initiated during testing and a fault was not reproduced. After operating in a mock circulatory loop for an extended period of time, a log file was downloaded and reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. The root cause of the reported events could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 23apr2023. Battery inspection data was reviewed for the 11v backup battery, serial number: (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. C) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their system controller ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.